Event description:
The customer reported bellavista1000 having alarm 260 - occlusion and trouble in aprv ventilation while on a patient. Furthermore, the patient was transferred to an alternative ventilator but no patient harm at the time of event.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, vyaire medical was able to confirm the issue and the issue has been resolved with updating the software. The root cause of the failure was determined to be a lack of a true mechanical occlusion. A flow criterion was added to help distinguish between a true mechanical occlusion and one caused by the patient's excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease as a result of a high exhalation flow and a positive error pressure occurs, an occlusion alarm is no longer triggered. Improvements already implemented since software v6.0.1600.0

Manufacturer narrative:
The suspect device was not returned for evaluation. However, vyaire medical was able to confirm the issue and the issue has been resolved with updating the software. The root cause of the failure was determined to be a lack of a true mechanical occlusion. A flow criterion was added to help distinguish between a true mechanical occlusion and one caused by the patient's excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease as a result of a high exhalation flow and a positive error pressure occurs, an occlusion alarm is no longer triggered. Improvements already implemented since software (B)(4).

Event description:
The customer reported bellavista1000 having alarm 260 - occlusion and trouble in aprv ventilation while on a patient. Furthermore, the patient was transferred to an alternative ventilator but no patient harm at the time of event.